Manufacturer narrative:
A device evaluation was not warranted, because the laser was functioning as intended. The preventive maintenance records were reviewed for this laser and showed that a pm visit was performed in 2009, and then three months later. At the pm visits the laser performed within specifications. Corneal irregularity.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2009. The surgeon was unable to lift the previous one year old flap to treat for the patient's residual hyperopia. In order to lift the flap, the surgeon created a new flap that was only 20um shallower and intersected with the old flap bed. The doctor then proceeded to remove what he thought was a piece of epithelium, but turned out to be stromal tissue that was in between the old 120um flap and the new 140um flap. The removal of the stromal tissue resulted in the patient's post-operative best corrected visual acuity (bcva) of .90 on the right (od) eye and .90 on both (ou) eyes.